Event description:
Additional information was received indicating the physician indicating the patient was seen in clinic though no device interrogation was performed. The physician determined the patient's complaint was not related to their implanted device. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that while traveling abroad, the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) complained it was bothersome and was not working well. No further clarification was given. The patient's following physician inquired whether it would be possible to perform a remote interrogation for their review. The patient elected to travel to another area for device review as it was not a possibility in their initial location.